Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited under-sensing due to diminished signals on the electrogram storage of bradycardia and asystole episodes. The physician determined that the device had shifted due to the patient's weight loss. The patient would continue to be monitored. There were no patient consequences.